Event description:
A device report received from synthes (B)(4) indicates a clinic in (B)(6) reported: upon insertion of the lag screw, the tip of the dhs/dcs coupling screw broke in the lag screw. The piece was not retrieved.

Manufacturer narrative:
Subject device was not implanted or explanted. The investigation could not be completed. No conclusion could be drawn, as no product was returned.